Manufacturer narrative:
Retain sample: the tracheal and bronchial cuff were inflated and immersed in alcohol and water - no leakage was detected. Cause: since no sample has been returned a comprehensive evaluation cannot take place into the cause of the complaint. Summary of analysis: quality: the complaint unit did not cause injury to the pt. Non confirmed: the reported problem was not detected as no sample was returned. Non justified: there is no evidence to suggest that the reported problem occurred in house. Corrective action / comment: all co's cuffed catheters undergo a four hour inflate / deflate test prior to packaging and it is at this point that any defects are removed from the order. Operators are aware of the delicate nature of the cuffs and handle the product with great care throughout the production process. Production comments: n/a.

Event description:
There was an inflation leak. No pt injury.